Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed visual inspection to the transfer guard needle and it was not parallel to the transfer guard body axis. Also, performed the pre-fill test and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several reservoirs that have were bent, had bent needles on the transfer guards, and reservoirs that had air bubbles. The customer's blood glucose level was unknown. Some of the customer's reservoirs were replaced and returned for analysis.